Event description:
The customer states that one patient sample generated a false positive architect toxo igg assay result of 7.3 iu/ml. This patient had previously generated a negative architect toxo igg assay result. The sample was retested and generated a result of 0.2 iu/ml (negative). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.